Event description:
The customer reported via phone call she thought she was having a low event but when she checked her blood glucose 400 mg/dl. The customer stated she was shaky and getting confused. She treated and in 15 minutes, it was down to 82 mg/dl. The customer did not know what lead to the event and stated it has not occurred again since then.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.